Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurements were high and out of range. The electrode was manipulated in the pocket with noise able to be reproduced. The electrode was then removed and replaced. Impedance measurements were within normal limits, however the appropriate sensing was unable to be achieved. The system was then removed and was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurements were high and out of range. The electrode was manipulated in the pocket with noise able to be reproduced. The electrode was then removed and replaced. Impedance measurements were within normal limits, however the appropriate sensing was unable to be achieved. The system was then removed and expected to be returned for analysis. No additional adverse patient effects were reported.